Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level (bg) rose to 17 mmol/l (306 mg/dl) while wearing the pod for between 24 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received deployed. The exposed portion of the soft cannula was observed to be kinked, torn, and stretched. The observed stretched soft cannula was confirmed via out of specification measurement taken during investigation. During fluid path testing, fluid was observed to be leaking from the tear. The timing and cause of the soft cannula damage could not be determined.